Event description:
A report was received that the patient¿s leads revealed high impedances. Database analysis showed high value in impedance measurements on several contacts of the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional information was received that the patient underwent a procedure wherein the leads and the splitters were replaced. Device malfunction was suspected with the explanted leads and splitters. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event. Model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Device analysis indicated that the complaint of high impedance could not be confirmed. Visual inspection revealed all leads were cut and could not be tested. The distal portions of the infinion leads and proximal portions of the splitters were not returned. The cut damage to the leads were consistent with damages done during the explant procedure and were not considered a failure.

Event description:
A report was received that the patient¿s leads revealed high impedances. Database analysis showed high value in impedance measurements on several contacts of the leads. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient¿s leads revealed high impedances. Database analysis showed high value in impedance measurements on several contacts of the leads. The patient will undergo a lead replacement procedure.